Event description:
Physician was using a gel mark ultra during a breast biopsy procedure using a mammotome device. Pt deployed the pellets and had difficulty removing the gel mark applicator from the probe. Pt repositioned the applicator and was able to remove it. On removal pt noticed that a small piece of the plastic applicator had come out with the applicator. There was not pt adverse effect.